Event description:
Resident was sitting in a bath chair with locking casters only on the back legs. When she leaned forward to stand up the back legs came off the ground. There were no locks on the front casters and the chair flew out from under her.